Event description:
The customer reported that a patient allegedly presented with a clunking sound when he walked and that upon assessment the surgeon undertook a revision of the mrh knee. The customer further reported that the reason for the revision is that the implants had become loose and that they had allegedly unscrewed inside the patient. Update: the patient first seen in 2011 for (B)(6) ib2 (loose) revision to ts 16/11/11 wound problems /infection 1st stage revision (B)(6)- cement spacer re-implanted hinge 29/5/12 good progress treated for ca larynx

Manufacturer narrative:
An event regarding baseplate loosening involving an mrh baseplate was reported. The event was confirmed. Method & results: the mar indicated that asymmetric patterns of burnishing between the stem and the baseplate were observed, most likely due to off axis loading occurring after loosening. Thread damage to both devices was observed, also occurring after loosing. In addition, there is excessive amounts of bone cement still attached to the entire inferior surface of the baseplate including the tibial boss, in particular at the baseplate/boss junction. The area around the two fixation pegs, including the pegs themselves, are almost entirely covered in cement and there is little evidence of bone interdigitation. This would be an indication of compromised rotational stability of the baseplate within the proximal tibia. No material or manufacturing defects were observed on the device features evaluated. Insufficient medical records were received for review with a clinical consultant, but following were his comments: the only medical records received are the operative notes for the stage 2 of 2 stage treatment for infection, i.e. The implantation of the mrh knee components and gives no clues. The x-rays show that initial implantation was quite adequate. Why the baseplate started to unscrew is not clear from the x-rays. It was suddenly there without any tell tale sign on the previous x-ray set. The unscrewing went by upwards movement of the baseplate whereby the baseplate lifted itself out of its bony environment by almost 1-cm. It is probable, that the revision setting with previous implant infection had destroyed the trabecular bone interface that is normally responsible for proper interdigitation between cement and bone. The root cause of failure is most likely procedure-related as related to surgical technique although there is lack of adequate information. No patient-related factors and no device-related factors as also supported by the mar can be identified. It is noted that the patient had a fall in october-november, 2014. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the medical review indicated that insufficient information was provided in terms of medical records and operative notes. The unscrewing by upwards movement of the baseplate from the stem could have been caused by the revision setting at the previous implant infection which had destroyed the trabecular bone interface that is normally responsible for proper interdigitation between cement and bone. The root cause of failure is most likely procedure-related as related to surgical technique although there is lack of adequate information. No patient-related factors and no device-related factors as also supported by the mar can be identified. The observed large amounts of bone cement underneath the baseplate combined with lack of evidence of bone interdigitation, would support the unscrewing by upwards movement of the baseplate from the stem as per medical review. However, based on the information provided, the exact cause of the event could not be determined. Further information such as additional pre- and post-operative x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a definitive root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.